Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had "bubbles in screen" and was "hard to read in certain light." There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.